Event description:
It was reported that "screw driver tip broke while placing screw in cup. Finished case with second screw driver."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.